Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2010-03597 for a description of the second device. It was reported to boston scientific corporation that a hydrothermablator endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, the system shut off when the temperature reached 80 degrees. No error messages were received, and the system did not proceed to the cool down phase. The procedure was successfully completed with the srai system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
The console was returned to nexcore for evaluation and the complaint could not be confirmed. A logic/wet test was performed, and the unit works properly. Because the event could not be duplicated under testing conditions, the most probable root cause for this complaint is not confirmed.

Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2010-03597 for a description of the second device. It was reported to boston scientific corporation that a hydrothermablator endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, the system shut off when the temperature reached 80 degrees. No error messages were received, and the system did not proceed to the cool down phase. The procedure was successfully completed with the srai system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
The device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.